Event description:
It was reported that the pump touch screen had a "pixel issue". Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the customer reused the cartridge. Tandem technical support informed the customer that reusing cartridges is off label per the tandem user guide. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per the tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin.